Event description:
The aortascan would not display a scan image, and all measurements were < 3 cm. There was no patient impact.

Manufacturer narrative:
Additional device component: ami 9700 console (a7001742/0570-0303). A return authorization has been arranged for the customer to send the unit back to verathon for evaluation.